Event description:
It was reported that ventricular fibrillation and hypotension occurred. A left atrial appendage (laa) closure procedure was being performed. After transseptal puncture and when the wire was in the left upper pulmonary vein (lupv) with the anterior curve watchman truseal access system (was), the patient experienced ventricular fibrillation (vf) and their blood pressure dropped. The patient was shocked with a defibrillator and their heart rate and blood pressure resumed to normal. After the wire was removed and the pigtail was inserted into the was, the was was adjusted from across the mitral valve to mid left atrium (la), and the patient experienced vf and their blood pressure dropped again. The patient was shocked again, but the patient went into ventricular arrhythmia and ventricular fibrillation because the staff did not sync the defibrillator. Once the defibrillator was properly synced, the patient's heart rate and blood pressure resumed normal again. A 24mm watchman flx laa closure device & delivery system (wds) was used and the closure device was successfully implanted. The patient was discharged the following day on (B)(6) 2021.